Event description:
Procedure type: gynecology. According to the reporter: the tip of the trocar broke off inside patient. Surgeon had to enlarge skin incision with a scalpel and dig the broken off piece out of the patient. The consequences resulting were a larger incision was made and prolonged surgery time, potential of a retained piece of plastic. No additional information available right now.